Event description:
It was reported that the lead had extra cardiac stimulation. The left ventricular lead was electrically abandoned. The patient is enrolled in the system longevity study. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.